Manufacturer narrative:
Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while navigating, the thoracic probe was bent. When going into the bottom of the pedicle, the surgeon twisted it when removing it. As a result the probe was twisted. This procedure was being performed from t-11 to the pelvis and it occurred in the pelvis region. There was no patient impact reported and no delay to surgery.